Event description:
It was reported to boston scientific corporation (bsc) that a wallflex enteral colonic stent was used to treat a malignant tumor in the colon during a colonic stenting procedure on (B)(6) 2011. According to the complainant, the patient had a non-bsc colonic stent implanted within her colon; however, due to issues of overgrowth from a malignant tumor, the stent migrated and it was decided that another stent needed to be placed. During the procedure, a wallflex enteral colonic stent was tested outside the patient and a small portion of the device was able to be deployed; therefore, the stent was reconstrained and inserted into the patient. The stent subsequently passed through the tumor, but it would not deploy. The stent was fully reconstrained onto the catheter before removal from the patient. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Investigation results revealed that the stent was returned partially deployed. Based on these results, this is now a MDR-reportable event.

Manufacturer narrative:
Patient is over 18 years old. (B)(6). Reported issue of stent partially deployed. A visual examination of the returned device revealed that the stent was partially deployed by 21 mm. The stainless steel shaft was kinked along the length of the shaft and it was also broken at 125 mm distal to the distal end of the hub. It was noticed that the inner shaft was still intact in this area. A functional analysis revealed that it was not possible to retract the outer sheath to deploy the stent due to the kinks in the stainless steel shaft, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device, it is likely that anatomical or procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.